Event description:
The bipap vision stopped working when power switched to generator. The bipap was plugged into the red emergency power outlet. "Vent inop" illuminated on machine and there was a loss of pressure. The machine did not automatically restart. The machine had to manually restart it.